Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that to the healthcare professional¿s knowledge the devices were at what was considered normal end of life/end of service. It was noted that it had not happened in several months and the healthcare professional felt it was more to do with the patient¿s settings being higher than normal and not a device malfunction. It was reported that they had set up a program to schedule the ¿high users¿ for replacement when their device batteries reached a certain level.

Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced less than 3 months from the point of elective replacement indicator (eri). It was also reported that towards ins end of life, they notice when the battery voltage gets to 2.60v or 2.62v, they have to turn up stimulation to maintain/recapture therapeutic benefit. It was also noted when changing from one ins to an ins of the same model, they notice differences in therapeutic voltage and it is not always the same. It was reported that this was noted to have happened to half of the physician's 150 patients.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).